Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm, alarm 20, occurred during basal delivery. In addition, it was reported that cartridge alarm 30 occurred during the load sequence. Customer's blood glucose level was approximately 100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.